Event description:
Complainant alleged that after arriving to the scene of a female patient (age unknown) who was in critical condition after being stabbed in the chest with a knife, the medics attached a set of electrodes and were unable to obtain an ECG signal, another set of electrodes were applied with the same results and they also tried the second set of electrodes were placed on the patient with the original defibrillator and an ECG signal was obtained. Complainant indicated that the patient subsequently expired.